Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/13/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure product code and lot number: of the device that broke during the procedure, of the device that was used to complete the procedure, will any product samples be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: event related to device breakage during procedure reported via mw 2210968-2020-00069; event related to dehiscence reported via mw # 2210968-2020-00068.

Event description:
It was reported that the patient underwent colectomy on an unknown date and barbed suture was used. The device broke while closing the fascia. There were no adverse patient consequences. Additional information has been requested.